Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. Silicone, septum material was found inside each set screw hex cavity. The reported field event of a capture anomaly could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomaly was found.

Event description:
It was reported that during lead replacement, variation in high voltage lead impedance was observed. All connections and ports were checked. A setscrew issue was suspected. A new device was implanted.